Event description:
It was reported, an alarm was hear and confirmed by telemetry. A critical alarm was occurring due to low battery reset which caused the pump to go into safe state occurred on (B)(6) 2010 at 8:05. The pump was interrogated and again found in safe state due to a reset on (B)(6) 2010. It was uncertain if the patient had return of symptoms or not. The pump was replaced. The pump contained baclofen 500mcg/ml delivered at 3.24mcg/day at the time of the event. Interrogation of the pump logs also noted a low reservoir alarm on (B)(6) 2010 and an empty reservoir alarm on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.